Event description:
The customer reported the generation of erroneous low sodium (na) results for fifteen (15) patients on their dxc 600 clinical chemistry analyzer. The customer repeated the samples on another analyzer with results considered correct. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient demographics. The customer provided an example of the erroneous results for one (1) patient sample.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 600 chemistry analyzer and identified the failure mode as a defective sodium electrode. The fse replaced the sodium electrode to resolve the issue. Section a2, a4 and a5: information not provided by customer. The beckman coulter internal identifier is (B)(6).